Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-01112. It was reported, the patient felt a change in his stimulation. He was experiencing a shocking, painful sensation near his ipg site that traveled down his leg. X-rays were taken and showed one of the lead tails had pulled out of the ipg header. The patient's ipg was replaced with a new one. Postoperatively, the patient did not report any shocking sensation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.